Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Th cause of the event was not reported. It was reported the patient was hospitalized for peritonitis and an another unrelated indication. Four days after hospitalization, the patient was discharged. Treatment, for the event was unknown. Patient outcome and action taken with pd therapy were not reported. No additional information is available.